Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
An adverse event was reported under (B)(6) clinical study ((B)(6)) with the following information: it was reported that a patient participating in this study suffered a deep surgical infection. Patient returned to the emergency department on (B)(6) 2020 with headache and drainage from incision site. Patient returned to operating room on (B)(6) 2020 for washout and was given medication. See additional details of the adverse event as follows: device information: cat#/product code# (durs3391). Surgery date: on (B)(6) 2020. Date of discharge: on (B)(6) 2020. Patient diagnosis: brain tumor. Surgical region: supratentorial. Surgical procedure: craniotomy. Adverse event: ae term: surgical site infection ¿ deep. Adverse event onset or start date: on (B)(6) 2020. Did the ae result in an initial or prolonged hospitalization: yes (admission date: on (B)(6) 2020, discharge date: on (B)(6) 2020). Did the ae require intervention to prevent permanent impairment or damage?: yes. Details of intervention: patient returned to operating room for washout and was given medication. Outcome: resolved without sequelae. Adverse event resolution/end date: on (B)(6) 2020.

Manufacturer narrative:
Duragen suturable dural regeneration template 3 (durs3391) was not returned for evaluation; therefore, an evaluation of the device could not be performed. However, investigation of retained samples was performed as follows: device history record (DHR) review - lot number information has been provided; therefore, the DHR was reviewed and found no anomalies. Failure analysis - eight (8) retain sample units were visually inspected. Dispenser boxes were in good condition. No defect was observed on any the trays¿ appearance, sealing area, sponge appearance and no foreign material was observed inside the package. No anomaly was observed that could be related to the reported condition: sterile barriers, seal area, and product appearance were in good condition. Root cause - based on satisfactory results from documentation review and retain samples evaluation, a root cause determination is not possible. Even though a root cause cannot be determined, it is unlikely that the sponge was the cause of the infection. There are controls in place during the process such as gowning practices, manufacturing/packaging-controlled rooms, area and product monitoring, bioburden program, bacterial endotoxin test (bet) at different steps of manufacturing and to the fg product, and validated overkill approach terminal sterilization cycle. Additionally, the IFU addresses possible complications such as infections "possible complications can occur with any neurosurgical procedure and include cerebrospinal fluid leaks, infection, delayed hemorrhage, and adhesion formation."

Event description:
N/a.